Manufacturer narrative:
The crep2 reagent lot number was 754425. The expiration date was not provided. A general reagent issue can be excluded because qc was acceptable and a correct rerun was performed with the same reagent. The field service engineer (fse) found that the rinse station could not aspirate all the liquid in the cuvette leading to the solution remaining in the cuvette. He cleaned the instrument including the rinse station. He then performed a test and the instrument was performing within specifications. The root cause was due to a blocked rinse nozzle or a leaky vacuum tube causing a cell overflow or reagent mixture waste. The service actions done by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with creatinine plus ver.2 (crep2) assay on a cobas 8000 c702 analyzer. Initial result: 4.03 mg/dl. The customer questioned this result. No questionable result was reported outside the laboratory and the sample was repeated twice. 1st repeat result: 0.83 mg/dl. 2nd repeat result was not provided. The repeat result of 0.83 mg/dl was deemed to be correct.